Event description:
It was later reported that the patient¿s drug was changed, however it was unknown to the reporter what the drug was changed to. At the time of this report, the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had overdose-type symptoms ~1 hour after giving himself a personal therapy manager (ptm) bolus yesterday. The patient felt numbness and felt he received more drug than he normally did. The pump was used to deliver fentanyl, clonidine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # unknown, product type programmer, patient; product ID 8711, lot # n164716005, implanted: (B)(6) 2008, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).